Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 and system error 2367, which occurred during drain 1. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated the line was not primed when the hp connected and pressed go to start initial drain. The tsr had the cg cycle power and the hc realarmed with 2367. The tsr had the hp cycle power again and the alarms cleared. The tsr advised the hp to start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the following: the event had not been reported to them and the patient knows not to connect without priming and to call them when issues arise. They had not seen or heard from the patient since the event so they were unsure how the patient was with therapy. No patient injury or medical intervention was reported. Baxter contacted the caregiver on (B)(6) 2011. The caregiver stated the following: nothing was seen with the supplies that would have caused the alarm. New supplies were used to clear the alarm. The sample was discarded and the box was used for therapy so a companion sample and lot number were not available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint was not confirmed. The root cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).